Event description:
It was reported that the clinic was unable to interrogate device in (B)(6) 2014 due to end of life (eol). The patient had not had their device checked for the previous fourteen years. The physician opted to place an event monitor on the patient to determine if a pacemaker was still necessary. It was also reported that about five months later the patient experienced dizziness at home with strips on the event monitor revealing 6 second pauses. A new device was implanted and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5024m-52 lead implanted (B)(6) 1995. (B)(4).